Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited noise oversensing leading to the episodes being labeled as ventricular fibrillation episodes. The patient did not receive inappropriate high voltage therapy as a result of the oversensing. Noise could not be reproduced with isometric testing. No intervention was performed. No further information was available.

Event description:
New information received on (B)(4) 2019 indicating that the patient presented in clinic on (B)(6) 2019 for follow up. Upon device interrogation, the right ventricular lead did not exhibit any noise. It was suspected that the noise issue resolved on its own. No intervention was performed. The patient would be continue to be monitored.